Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the lead implant attempt the electrode was sticking to the myocardial fibers and the lead could not be fixed. The lead was removed, and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that the helix measures within specification. If information is provided in the future, a supplemental report will be issued.